Event description:
It was reported that the anesthesia system failed the pressure transducer test due to a too high zero pressure offset. There was no patient involvement. Manufacturer's reference number: (B)(4).